Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized for the event. Pd therapy was reported to be ongoing during the treatment, however treatment was reported to be unknown. At the time of this report, the patient has not recovered from the event. No additional information could be provided as the reporter declined follow-up.